Event description:
The pt was undergoing re-excision of a basal cell carcinoma of the nose. With the pt in the supine position under intravenous sedation and local anesthesia, the pt's face was prepped with phisohex and draped in a sterile fashion. The oxygen cannula was placed in the mouth, since the tumor was near the nostrils. Xylocaine, 1%, with epinephrine was infiltrated in the area and then surgical incisions were made along the lateral margins of the previously resected nose on the right, left and superior three pieces that were sent for sampling. Thereafter, a dissection plane was carried along at the level of the nasal cartilages and low lateral cartilages were removed partially from the superior part from where the basal cell had been previously resected. Once this was accomplished, there was a significant amount of bleeding due to the previous inflammation. Most of the bleeding had subsided; the surgeon was then stopping the bleeding on the superior part of the nasal side, then there was a flash fire from the oxygen cannula. At that point, the surgeon rapidly grabbed the o2 cannula in his gloved hand with the drapes and threw the flaming drapes onto the floor where they continued to burn. The scrub nurse in the operating room immediately poured water onto the pt's burn. At that point, the surgeon grabbed the pt, held her in his arms for a few minutes, and told her that everything was okay. Once this was accomplished, the surgeon debrided the second degree burn which was localized over the superior part of the upper lip, the lower lip and right cheek. The pt's medial part of her eyelashes were burned on the right side as well. Her tongue had char on it, which was debrided with a raytec sponge. Thereafter, ice was applied to the wounds for approximately seven minutes. Next, neosporin was applied to the burn site. Silvadene on xeroform was applied to the nose and this was covered with tape. The pt was then discharged to the recovery room in stable condition.s